Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood glucose level [blood glucose increased]. Novopen 4 pen was leaking medication from the needle tip [device leakage]. Case description: study ID: (B)(6). Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 155 cm. Patient's weight: 88 kg. Patient's bmi: 36.628. This serious solicited report from turkey was reported by a consumer as "high blood glucose level (glucose high)" beginning on (B)(6) 2025 , "novopen 4 pen was leaking medication from the needle tip(device leakage)" with an unspecified onset date and concerned a 805 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novorapid flexpen (insulin aspart 100 u/ml) from unknown start date for "diabetes mellitus", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "diabetes mellitus", dosage regimens: novopen 4: novorapid flexpen: ryzodeg penfill 100 u/ml: current condition: diabetes mellitus, hypertension. Historical condition: heart attack. Historical drug: ryzodeg flextouch. Procedure: stent insertion. Concomitant medications included - arlec(carvedilol), norvasc (amlodipine besilate), ator (atorvastatin calcium), ecopirin (acetylsalicylic acid), brilinta (ticagrelor), abizol (aripiprazole), lamictal (lamotrigine), levotiron (levothyroxine sodium), ayra (candesartan cilexetil). It was reported that the patient's relative reported that the patient had a heart attack in (B)(6) 2024 while in the psychiatric hospital and had an angiogram and stent inserted and was sub-sequently followed up in the cardiology ward. She does not know the dates and durations of ad-mission and discharge. The patient's relative stated that the patient lost her novopen 6, that a novopen 4 pen was sent to the patient, but that the novopen 4 pen was leaking medication from the needle tip. A simultane-ous trial was provided with a new needle tip. The problem detected to be caused by the needle tip assembly was resolved. On (B)(6) 2025 patient's last pre-prandial blood sugar (blood glucose) was 518 mg/dl and postprandial blood sugar (postprandial blood glucose) was 540 mg/dl. Batch numbers: novopen 4: has been requested. Novorapid flexpen: has been requested. Ryzodeg penfill 100 u/ml: rs6mx60. Action taken to novorapid flexpen was not reported. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "high blood glucose level (glucose high)" was unknown. The outcome for the event "novopen 4 pen was leaking medication from the needle tip (device leakage)" was recovered. Reporter's causality (novopen 4) - high blood glucose level (glucose high): unknown. Novopen 4 pen was leaking medication from the needle tip (device leakage): unknown. Company's causality (novopen 4) - high blood glucose level (glucose high): possible novopen 4 pen was leaking medication from the needle tip (device leakage): possible. Reporter's causality (novorapid flexpen) - high blood glucose level (glucose high): unlikely. Novopen 4 pen was leaking medication from the needle tip (device leakage): unknown. Company's causality (novorapid flexpen) - high blood glucose level (glucose high): unlikely. Novopen 4 pen was leaking medication from the needle tip (device leakage): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - high blood glucose level (glucose high): unlikely. Novopen 4 pen was leaking medication from the needle tip (device leakage): unknown. Company's causality (ryzodeg penfill 100 u/ml) - high blood glucose level (glucose high): possible. Novopen 4 pen was leaking medication from the needle tip (device leakage): possible.

Event description:
Case description: investigation result: suspect: novopen 4 batch: unknown. No investigation was possible, because neither sample nor batch number was available. Suspect: ryzodeg penfill batch: rs6mx60. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Suspect: novorapid flexpen batch: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" removed. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: 11-apr-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary suspect: novopen 4 batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: action taken to novopen 4 was not reported. Since last submission the case has been updated with the following: expected date of follow up report in EU/ca tab extended by 15 days. Narrative updated accordingly.